Manufacturer narrative:
Qn# (B)(4). The customer report of compression sleeve damage was confirmed through investigation of the returned sample and customer supplied photo. Visual analysis of the sample and photo revealed the compression sleeve was torn and damaged on the threads of the connector assembly. No other defects or anomalies were observed on any other portion of the device. The observed sleeve damage is consistent with misalignment of the compression sleeve within the compression fitting prior to twisting onto the connector assembly threads. The IFU states "ensure compression sleeve is securely positioned inside threaded compression cap. Avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap. Incomplete compression may occur causing catheter separation". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the returned sample, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: incident occured on (B)(6) 2025. There was a failure of the green ring at the level of the "y". The break occurred when the device was first inserted and it was immediately replaced with a second catheter.